Manufacturer narrative:
Tested with a test p-cap and the test p-cap locked in place. Unit was received with half broken off reservoir tube lip. Unit was received with minor scratches on lcd window, cracked lcd window, cracked case at display window corner, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads, loose/slanted drive support disk and slightly cracked belt clip slot.

Event description:
The customer reported via phone call that the rim of the reservoir compartment was cracked. The customer's blood glucose was 132 mg/dl at the time of incident. The insulin pump was returned for analysis.